Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0s4md, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported the patient, who works at an airport, experienced a warm sensation at the pocket area when pulling baggage through a CT scanner. This occurred on (B)(6) 2015 and the patient visited the healthcare provider the following day. It was stated that everything (therapy, impedances) was fine. No other issues were reported since event. A follow up report will be sent if additional information is received.